Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that patient underwent a robotic sigmoidectomy and pelvic lysis on (B)(6) 2019. Patient developed an infection which resulted in a posterior abscess. Patient had subsequent surgical procedures on (B)(6) 2019."

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information received: please find attached medical records: (B)(6) 19 and (B)(6) 19, op report.